Event description:
Revision surgery - mechanical failure due to the pt's anatomy.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.9 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 82nd complaint for this product: one fit issue, 45 due to dislocation, two due to pain, eight due to infection, seven due to trauma, 12 for stability/poor joint issues, three for dissociation, three indeterminate, and one revision. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to the patient's anatomy. There are no indications of a product or process issue affecting implant safety or effectiveness.